Manufacturer narrative:
The investigation has bee completed. The data logs were reviewed and placement signal was normal at 0/0 mmhg. The prge fluid information screen was completed. The case start was completed, and the user selected yes for start impella catheter. An immediate high motor current pump stop occurred and the pump was disconnected and purge cassette was removed. Purge flow was blank and purge pressure was 512 mmhg indicating that the pump was likely not given sufficient time to prime. The returned pump was visually inspected and the red lumen with flag was observed to still be in the pump with a red lumen kink and cut at the outflow location. The pump was plugged into an automated impella controller and the flow control screen immediately prompted indicating that case start had been completed. A placement signal not reliable alarm triggered. The returned purge cassette was run through de-air, connected to the returned pump and fluid was successfully purged out of the purge gap. There was no priming issue found during the case. The returned device functioned/operated to specification and the data logs showed flow present. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During the prep, there was a failure to prime the device. Therefore, the insertion was aborted. It was also indicated that they used their second device a couple of days ago and did not have an additional device. The patient survived the procedure.